Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in a common femoral artery using a starclose se device with a 6f sheath after an interventional iliac procedure. Reportedly, shortly after the starclose se clip had been deployed, the patient developed a "cold leg." It was found the patient had developed a hematoma and a fistula. Manual arterial compression was used to achieve hemostasis and treat the hematoma. There was a clinically significant delay in the procedure reported. Hospitalization was extended and the patient is reported to be doing fine. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.